Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed. The lead capped and replaced with competitor. The patient's condition is good.

Manufacturer narrative:
A partial lead measuring 19.0cm was returned for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.